Event description:
The customer reported that system displayed a file system corruption detected error message thereby rendering the system inoperable. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.